Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012, the patient had an uncomplicated aortic valve replacement where this 25 mm sjm trifecta valve was implanted. The patient recovered and did well. The patient became increasingly short of breath and a recent transthoracic echocardiogram (tte) revealed flow around the valve. On (B)(6) 2015, the valve was explanted and at surgery tissue was noted to be torn away extending from the commissure to the sewing cuff.

Manufacturer narrative:
(B)(4). The results of the investigation indicated the valve was not able to be analyzed. The 25 mm sjm trifecta valve was received in the postmarket surveillance lab within device return kit. However, the shipping container contained no yellow padding cloth to support the valve container. The valve container was found opened within the shipping container, and there was a significant amount of black mold covering the valve, valve container, and inner portion of the shipping container. The valve appeared to be going through decomposition, with mucus-like material covering it. No additional analysis will be performed. The results of the investigation are inconclusive since the device was not able to be analyzed. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.